Manufacturer narrative:
Beckman coulter field service engineer (fse) evaluated the au5800 chemistry analyzer, and identified the failure mode as multiple hardware. The fse replaced the sample valve, sample syringe and probe and verified all alignments for the sample probe to both cuvettes to resolve the issue. Information not provided by customer. (B)(4).

Event description:
The customer reported the generation of erroneously low, zero patient results for blood urea nitrogen (bun) on their au5800-10 chemistry analyzer. The erroneous patient results were not reported out of the laboratory. There was no affect to patient treatment in connection to the event. Quality control was within the laboratory¿s established ranges prior to event. The customer did not provide data.